Event description:
It was reported that patient underwent a procedure utilizing meniscal repair devices on (B)(6) 2010. During the procedure, the surgeon attempted to deploy anchors from two devices of the same lot; however, the trigger on both devices jammed and the anchors could not be deployed. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Evaluation of one of the returned devices found that the teeth on the trigger handle were not synced correctly and would not allow the device to fully insert the pusher wire. Attempts to replicate the issue of the teeth being out of sync were unsuccessful. This is considered an isolated incident. Evaluation of the second returned device found that it functioned as intended. This report filed december 21, 2010.